Event description:
The manufacturer received information alleging that the screen no longer displayed properly during a software version upgrade. The device was no in patient use. There was no harm or injury reported. The manufacturer received and evaluated the device. A "ventilator inoperative" alarm occurred, and it was impossible to operate the device when the power was turned on to perform operational checking. Since the reported issue occurred during the software version upgrade, the software version was upgraded and completed properly. No other abnormalities related to the reported issue were confirmed. It has been determined that some failure occurred during the software version upgrading. Therefore, the software was not rewritten to a normal one, which led to the occurrence of the reported issue.